Manufacturer narrative:
This initial report was originally submitted on 1/26/1996 with old numbering style of #9504. This replacement MDR is to link the supplemental report sent on MDR #. Upon receipt at our post market quality assurance laboratory, the complete lead was returned. Resistance testing was completed to assess lead electrical performance. Measurements throughout this test was within normal limits. Microscopic inspections of the lead confirmed the following damage: the bi-lumen insulation was damaged between both lumens approximately 109-118mm from the terminal pin. The location of this damage is consistent with lead-on-can abrasion, coupled with compression. The insulation damage under the proximal spring electrode was initiated by pressure and movement within the heart. The proximal high voltage shunt coil became discontinuous under the proximal spring electrode from arcing damage between the distal high voltage cable to coil crimp and the proximal shunt coil after the insulation over both conductors had become worn through. Once both high voltage insulations were damaged through, there was no longer a barrier between the proximal shunt coil and distal high voltage crimp. During therapy delivery arcing would have been the result, which was confirmed by the discontinuous shunt coil seen on x-ray. The lead damage reported by the field was confirmed in analysis. This lead is considered obsolete and is no longer being manufactured. The same analysis was also reported in a duplicate complaint record. See report #2124215-1998-01220.

Event description:
This initial report was originally submitted on (B)(6) 1996 with old numbering style of #9504. This replacement MDR is to link the supplemental report sent on MDR #. Cpi received information that this patient, who had an implantable cardioverter defibrillator (ICD) manufactured by ventritex, and a transvenous defibrillation lead, manufactured by cpi, underwent a surgical procedure to replace a "faulty" sensing lead. The lead was returned to boston scientific approximately 22 years later. The lead is undergoing laboratory analysis.